Event description:
Drive medical has received a complaint from the claimant's father on an incident allegedly involving a walker imported and distributed by drive medical. The claimant's father stated that the claimant's therapist set up the walker for claimant when it was received. The claimant was walking with the walker and hit a bump and the walker fell forward along with the claimant. The claimant fell on his face and broke his tooth. This MDR report is based on the info provided by the claimant's father.